Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels and vomiting. The reported blood glucose reading was 402 mg/dl. The customer stated that her sister had passed away the night before, and the stress of that may have contributed to her elevated blood glucose levels. The customer also stated that the cannula was bent. During the call, the customer also mentioned that the insulin pump had a couple of cracks on the casing. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.